Event description:
Caller states during a correlation study the following coaguchek xs/coaguchek s results were obtained: 2.6 inr/2.0 inr, 1.6 inr/1.1 inr. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s sys. Reference medwatch is for suspect device in coaguchek xs sys.